Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) noted that the camera was most likely inserted in the wrong direction. It was 180 degrees off from original insertion. The customer indicated they were able to resolve the issue by rotating the camera. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. While the root cause cannot be definitively established due to the endoscope not returned for failure analysis, based on the information provided and phone support details, the possible cause can be attributed to the endoscope base angle being adjusted improperly. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer reported that after removing the endoscope for cleaning and reinstalling it, the surgeon side console (ssc) manipulators were functioning backward. The staff resolved the issue by power cycling the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained that this problem could be addressed by adjusting the endoscope base to 180 degrees and disabling the guided tool change feature. The tse also advised the staff to contact technical support if the issue continued. The procedure was completed as planned with no report of patient injury.